Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no replace battery alarms or low battery warnings were observed in black box. Short battery life was observed in the alarm history. The pump's electrical current draws were tested and were within specifications. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.